Event description:
Philips received a complaint by the customer on the v60 indicating that the o2 is not getting to the vent when connected through the o2 transport manifold. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Receiving error for o2 manifold. The o2 is delivered to the vent as expected when the o2 supply is connected directly to the vent, but not when the o2 transport manifold is connected in line. The rse provided parts ID for the o2 transport kit: o2 manifold/transport kit, diss-m, includes hoses and bracket. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
Per good faith effort (gfe), it has been confirmed that the manifold was replaced to fix the leak. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.